Event description:
During a ptca/stenting treatmeht procedure involving a 99% stenotic lesion in a very tortuous lad artery, the maverick otw balloon would not hold pressure at atmospheres on the intial inflation. The maverick balloon was being used for pre-dilatation prior to stent implantation. It was removed and replaced with a maverick2 monorail catheter to complete the procedure. The patient was asymptomatic during this event. An acs bmw guidewire (size unknown) and a medtronic zuma2 guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick otw balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.